Event description:
Boston scientific received information that this transvenous right atrial (ra) lead did exhibit intermittent noise and oversensing consistent with a lead fracture. There were no reported adverse patient effects reported associated with this clinical observation.

Manufacturer narrative:
An unplanned surgical intervention was performed to remove this lead from service. This lead was surgically abandoned. The right ventricular (rv) lead and pulse generator associated with the device system were removed electively at this time. There was no allegation against that device or rv lead besides physician discretion given the age of the system.